Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found the insertion needle bent inside of the sensor base. It could not be confirmed if the customer received the sensor in said condition since the customer returned the product in opened/used condition.

Event description:
The customer reported via phone call that her insulin pump inappropriately suspended due to a sensor glucose of 54 mg/dl and a blood glucose exceeding 300 mg/dl. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings and the causes of the discrepancy were reviewed with the customer. The sensor was inspected and the cannula was not bent. The sensor was returned for analysis.